Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for difficulty withdrawing catheter and valve through vasculature/sheath and subsequent perforation of vessels was confirmed empirically based on the review of provided imagery. In this case, there was no allegation of device malfunction contributed to the reported event. A review of IFU/training materials revealed no deficiencies. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''during a tavr procedure with a 23mm sapien 3 ultra resilia valve, while mounting the valve onto the balloon the valve was over extended and went off the distal shoulder of the balloon (past the distal marker). For patient safety, we removed the entire system. A brand new esheath, delivery and valve were prepped and was deployed with no issues. Upon closing physicians did a leg shot and noticed that there was a perf within the legs, above the access point. Per the fcs, physicians believed that the pulling out of the valve within the esheath may have been the cause of a perforation in the vasculature. There were no devices damaged.'' During imagery review, a vessel perforation was confirmed. In this case, the withdrawal was done with the crimped valve inside the sheath. This increased the overall profile and rigidity of the sheath, potentially lead to excessive pressure on the vessel walls during removal, and subsequently resulting in perforation. Additionally, the patient had tortuosity and a narrow spot in the access vessel. A rigid sheath may not conform well to the natural curves and angles of the vasculature, and in these narrow or constrained areas, further increases the risk of injury during removal. As such, available information suggests that procedural factors (withdrawal with crimped valve) and/or patient factors (tortuosity, narrow vessel) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve, while mounting the valve onto the balloon the valve was over extended and went off the distal shoulder of the balloon (past the distal marker). For patient safety, we removed the entire system. A brand new esheath, delivery system and valve were prepped and was deployed with no issues. Upon closing physicians did a leg shot and noticed that there was a perforation within the legs, above the access point. Patient had a stent put in and is doing well. The perforation was fixed. Per the fcs, physicians believed that the pulling out of the valve within the esheath may have been the cause of a perforation in the vasculature. There were no devices damaged.